Event description:
A remstar auto a flex device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed no foam particles in the airpath, yet foam degradation was noted. Additionally, the service technician also noted error code present e103 (err_thermistor_high) and e100 (err_humid_no_heat) in the device log. There was also presence of dust in the device and the device sound abatement foam needed to be replaced to address the issue.